Event description:
A malfunction was reported with the customer's pump, identified by malfunction code "malf 12." The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to send a replacement pump to the customer, who agreed to use multiple daily injections (mdi) as a backup therapy. Support also provided instructions for returning the faulty pump and advised the customer on using the updated software with the new pump.